Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal iq software did not suspend insulin delivery as intended. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.